Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during a lead placement procedure for new pain, the patient's original lead was showing high impedances. Reportedly, the patient's pain had started to return. As a result, the physician, explanted and replaced the patient's original lead on (B)(6) 2019. Therapy was restored following the procedure.